Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of his infusion device are not working properly. He stated that he noticed the issue a couple of weeks ago while attempting to bolus. He stated that the infusion device did not give the confirmation beep when the buttons were pressed. He stated that sometimes the buttons work if he keeps pressing them. He stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.